Manufacturer narrative:
Additional information provided: date of event, model and lot #, concomitant medical products, & device manufacture date.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a leak was confirmed. The extension set was visually inspected for damage such as cracks, kinks, holes, and tears in the tubing and its components. Further visual inspection of the filter vent under magnification did not reveal any cracks or other anomalies. Functional testing was performed and droplets were observed flowing out of the filter¿s vent. The cause of the reported event was a damaged filter vent membrane. The root cause of the damage was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the filter during an infusion of hyperal using a trifuse connector mated to a PICC line. There is no report of patient harm.